Manufacturer narrative:
The mlx 300w xenon lightsource (00mlx) was returned for evaluation: the device history record (DHR) was not available for review. Failure analysis: the xenon lightsource was received in used condition. Evaluation identified that the front panel was broken and had signs of melting. Evaluation also identified that the front vessel, mlx label, power switch, turret ring, standby switch, control switch, right panel, mirror, attenuator gear, and power entry filter were damaged. Evaluation replaced the lamp and power supply unit. T after replacing each part, the functional test and electrical safety test were performed. The device worked as intended. Root cause analysis: the reported complaint was confirmed. Evaluation replaced the lamp and power supply unit. This is most likely due to rough handling/environmental damage.

Event description:
A facility reported that the mlx 300w xenon lightsource (00mlx) had weak light intensity. And when the device was turned on, it made a strange sound and smelled, and the glass part of the device came off. There was no patient involvement; therefore, no injury, death, or delays were reported. At the conclusion of the investigation on june 23, 2026, it was discovered that the front panel had signs of melting.